Manufacturer narrative:
The patient¿s weight was not provided. The previous driveline replacement was reported under medwatch MFR. Report # 2916596-2016-01785. (B)(4). Approximate age of device ¿ 1 year and 6 months. The pump remains in use supporting the patient; however, the replaced portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2016. On 14sep2017, a system controller log file was submitted for review and the manufacturer¿s technical services representative observed pump stoppage and low speed advisories that occurred (B)(6) 2017 while the lvad was connected to the power module. This type of behavior has been linked to potential issues with the percutaneous lead (driveline). The percutaneous lead (driveline) had been previously replaced. On (B)(6) 2017, it was reported that the patient was admitted into the hospital in case a driveline replacement was needed. The submitted x-rays revealed possible concern distal to the previous driveline replacement site and proximal to the exit site. The patient was using an ungrounded patient cable when connecting to the power module. On (B)(6) 2017 a percutaneous lead (driveline) replacement was performed.

Manufacturer narrative:
The evaluation of the returned portion of the percutaneous lead (driveline) confirmed an issue that would have contributed to the reported interruptions in pump function. A distal end driveline replacement was performed (B)(6)2017. Approximately 21.5 inches of the external portion/distal end of the driveline was returned. The pins of the metal connector were free from deformation. Rescue tape was noted at approximately 4 inches, 15.5 inches, and 18 inches from the driveline connector and a previous repair site was observed at approximately 11 inches. The rescue tape was removed, revealing multiple tears in the silicone outer jacket, located at approximately 4 inches and 15.5 inches from the driveline connector. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts prior to removing the bionate layer. No damage to the bionate layer was observed. The bionate layer was removed. Minor breakdown was noted in the metal shielding throughout the length of the driveline. The metal shielding was removed. Visual inspection identified partial fractures at approximately 3.5 inches on the brown (phase 2), orange (phase 3), and black (phase 2) wires. Additional partial fracture was noted at approximately 5 inches on the yellow wire. The damage appeared to be consistent with fatigue damage due to repetitive flexing on the wires at these locations. As a result of the damage to the insulation, the underlying wire conductors were exposed. The reported pump stoppage would have occurred as a result of the one of the exposed conductors of these wires contacting the braided shielding when the device was supported by the power module or if multiple conductors of these wires contacting the braided shielding at the same time. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.